Manufacturer narrative:
Report confirmed. Evaluation determined that the foot was detached. It was also noted that the attachment was worn, the front hole was enlarged, and there was tool removal difficulty. Previous investigation performed under pr# (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 41 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of tool got stuck. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to foot found detached.